Event description:
It was reported that the patient had a car accident with no airbag deployment. He hit his head on the headrest and the audio processor did fly off his head. The patient complained of a high screech or sound while wearing the audio processor. He also reports pain at the implant site and that it hurts inside.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.